Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had his pump refilled on (B)(6) 2014 and two days after the refill they started getting severe pain and he called the managing health care provider (hcp). The patient went back in and ¿he gives me more¿ and the hcp said he ¿thought he did something wrong¿. The patient had reportedly gone back to his managing hcp¿s about 5 times to ¿get this thing situated again¿ and on the third visit the hcp said he was going to have the medication ¿run through faster¿. The hcp reportedly now thought there was ¿something wrong with the pump¿ however the patient believed there was nothing wrong with the pump and the problem was that the hcp had sped up the medication and the ¿medication is not having enough time to relieve the pain or something¿. A dye study was scheduled for (B)(6) 2014 as well as a cat scan had been scheduled. It was again noted the patient indicated ¿there is nothing wrong with my pump¿ and that the hcp took some x-rays to see if the catheter had dislodged from his spinal cord and ¿it hadn¿t, it was fine¿. It was reported ¿everything was fine before the (B)(6)¿ and the patient reported the hcp ¿has it running too fast¿. The patient felt the managing hcp ¿screwed it up¿. The patient was in pain and didn¿t know what to do for the next 10 days until the dye study. When asked if the drug had been changed since that last refill it was reported no but then it was reported ¿I mean as far as I know¿who knows¿. In terms of dose and concentration of the morphine that was being delivered via the device system, it was reported ¿right now it¿s about 3mg a day and prior to the (B)(6) when I got it refilled I believe it was only 2mg a day¿. Additional information has been requested, but was not available as of the date of this report.